Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have mechanical indentations/burrs to the blades to be related to the customer-reported complaint. The instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. Additionally, the instrument was found to have a broken conductor wire at the proximal end inside of the pulleys. The instrument failed an electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument cut and coagulation functions did not work. The procedure was completed with no reported injury. Evaluation of the returned device found the conductor wire broken at the proximal end. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: arcing was not observed during the procedure. There was no injury to the patient. There are no images/videos available for review.